Manufacturer narrative:
The relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at an unknown daily dose via an implantable infusion pump for intractable spasticity. It was reported that the pump segment was removed and discarded on (B)(6) 2017, the spinal segment was tied off. The patient had fluid buildup around the catheter. The existing catheter was tied off. The tie off could have fractured and leaked cerebrospinal fluid (csf). The hcp aspirated the pocket but it refilled. The patient was not experiencing withdrawal symptoms. The issue was no resolved at this time. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient's status was "alive - no injury" and no further complications were expected anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that instead of removing the previous catheter, the surgeon tied a suture around it. The tied off catheter was not fractured at the time. The statement of "tied off could have fractured" was speculation about where the fluid was coming from. The fluid buildup was in the pump pocket. Unsure if the fluid buildup around the catheter had been resolved. The patient had a full catheter revision due to intermittent therapy. No additional surgical event had occurred since the pump pocket had been filling with fluid.